Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 472 mg/dl at the time of incident. Customer's current blood glucose value is 289 mg/dl. The customer reported that the insulin pump was on auto mode. The customer also reported other blood glucose values such as 462 mg/dl. The customer using insulin pump during high blood glucose level. The insulin pump will not be returned for analysis.